Event description:
It was reported that there was a revision of a gamma nail. Patient was experiencing pain from the nail.

Manufacturer narrative:
Device is not available for evaluation. If the device or additional information becomes available it will be reported on a supplemental report. Device is not available, hospital policy.